Event description:
It was reported that, after a bhr construct had been implanted in a right hip arthroplasty, the patient experienced pain, limited mobility, and elevated metal ion levels. A medically-indicated revision surgery was performed to treat the adverse event. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device details have been made available for this complaint, no documentation review could be performed. However, all released devices would have met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision document does not note findings consistent with the reported aseptic loosening of femoral and acetabular implants. The root cause of the reported pain, limited mobility and elevated metal ions cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4). It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation for the acetabular cup, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of the historical complaints data for the femoral head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the femoral head reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The x-ray report and revision document does not note findings consistent with the reported aseptic loosening of femoral and acetabular implants. The root cause of the reported pain, limited mobility and elevated metal ions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, leg length discrepancy, limited mobility, and elevated metal ion levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history, manufacturing record, device labelling / IFU, and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Review of the current product IFU found adequate warnings and precautions in relation to the alleged failure modes. The available medical documents were reviewed. The x-ray report and revision document does not note findings consistent with the reported aseptic loosening of femoral and acetabular implants. The root cause of the reported pain, limited mobility and elevated metal ions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the available information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10 - additional informationa4 - patient weightb6 - relevant testsb7 - other relevant history

Event description:
It was reported that, after a bhr construct had been implanted in a right hip arthroplasty, the patient experienced pain, slightly shortened right lower extremity compared to the left, limited mobility, and elevated metal ion levels. A medically-indicated revision surgery was performed to treat the adverse event. The patient outcome is unknown.

Manufacturer narrative:
H10: additional information updated in fields a1 a2 a3 b3 b5 b6 h6(health effect - clinical code & medical device problem code).